Event description:
It was reported that a cartridge alarm occurred with the tandem mobi pump. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer by technical support, who also provided instructions for returning the faulty pump and setting up the new one. The customer plans to continue using the current pump while relying on an alternate method if necessary.